Manufacturer narrative:
The batch record (24-jun-2022), qc test report (11-jul-2022) and qc final inspection review check list (13-jul-2022) were analyzed. It has been determined that the product was released within final release specifications. The retrospective review of the batch file shows that no element could explain these issues. The lot number 22f235 was verified and has been confirmed to be released by the company. The batch record, qc test reports and training of staff were analyzed and it had been determined that product is within required specifications, and manufactured according to the appropriate procedures.

Event description:
Patient called injector a couple of weeks post injection. Not dramatic swelling; but swelling in one spot on her lips that goes and comes back.